Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that 15 days ago the patient said she was at 2.79v and now she is at 2.78v. Patient said she turned a mr. Coffee pot off and it shot fire and burned her thumb and 'boom' patient instantly went into a spasm and said that if she turned a light switch off or something the battery voltage would go from 2.78 to 2.79 and go up like her device was trying to draw electricity. Patient said she was at 2.88v. In nov and has gone down to 2.78v. No further complications were reported or anticipated with this event.